Manufacturer narrative:
Following test results outside of cardioquip specifications for water quality, cardioquip recommended that the device receive an internal water pathway replacement or participate in cardioquip's trade in program. This would return the device to specification and full functionality. These options were relayed to the customer via email on (B)(6) 2023. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.

Event description:
Lab results((B)(6) 2023): sn (B)(6) > 1146000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
It was reported to cardioquip that this device had a bacterial count outside of cardioquip specifications. Following these results, cardioquip requested the water source at the hospital also be tested. Test results for the water source exceeded the acceptable water quality limits set by cardioquip. Thus, the water source is the most likely cause for the device contamination. Following these findings, cardioquip recommended that the device receive an internal water pathway replacement to return it to specification, and that the water source be monitored according to pg. 55 of the most recent mch-1000 IFU to prevent further contamination. The device has been serviced at cardioquip returning the device to specification and fully functionality.

Event description:
Lab results (12/04/2023): sn (B)(6) > 1146000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Lab results (on (B)(6) 2023): sn: (B)(6) > 1146000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.